Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusaexcel2 system started to make white smoke and a burning smell from the back of the device during surgery. Another device was used to complete the surgery. There was no patient injury and no information on surgical delay has been provided.